Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the issue occurs after shut down and restart of the dimension vista 500 software. The customer disconnects the method, saves and reconnects it, after which the issue is resolved. The cause of the discordant hdlc result and unit is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 1226181-2014-00620 was filed on december 04, 2014. Additional information/ correction (11/27/14): a siemens field applications specialist (fas) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fas transferred software files found on an unaffected dimension vista instrument on the affected dimension vista instrument (serial number (B)(4)), after which the issue did not recur. The cause of the discordant hdlc result and unit is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A patient result for high density lipoprotein cholesterol (hdlc) obtained on a dimension vista 500 instrument was displayed with units mmol/l, but the reference range displayed next to the unit was in mg/dl and displayed incorrectly as mmol/l. The discordant result was not reported to the physician(s). The customer performed troubleshooting and repeated the sample, which then had the correct result and reference range displayed. The customer stated that this also affected the albumin and ethyl alcohol assays, however, these methods were disconnected from the instrument. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hdlc units and result.